Event description:
It was reported, the connecting tube pin broke. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, consider the connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. The event can be detected/prevented by following the instructions for use which state: user can detect abnormality by performing the following inspection. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based upon visual inspection of the device and to correct the instructions for use in h11. Mq conducted a thorough visual inspection of the device upon receipt. Beginning from the reprocessor side connector, it was verified that both locking levers broke off and were not returned with the devices. The pin inside the reprocessor side connector has no indications of being bent or damaged. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. Additionally, the endoscope side connector was also inspected to ensure that the connector was able properly able to connect onto the suction outlet as intended. The correct instructions for use are: "1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.